Manufacturer narrative:
A visual examination of the returned device found that the basket/wire assembly was detached and partially removed from coil/ handle assembly. No side-car push-back was noted and the basket wires and tip were intact. The coil was buckled and the sheath was kinked in multiple places. Device was disassembled and it was noted that the pull wire was broken. Both fractured ends of pull wire necked down and broken into "v" shape indicating that the wire had most likely sheared apart. A material review of the broken component found no anomalies and concluded that the pull-wire met the specifications. The condition of the returned incident device was consistent with the complaint; pull-wire break and tip won't detach. The most probable root cause is operational context as excessive force may have been applied to the device due to anatomical or procedural factors limiting the device performance. A review of the device history record (DHR) was performed; no anomalies were noted. A search of the complaint database revealed that no similar complaints exist for the specified lot. (B)(4).

Event description:
It was reported to boston scientific corporation that a trapezoid rx lithotripter compatible basket was used during an ercp (endoscopic retrograde cholangiopancreatography) procedure performed on (B)(6), 2010. According to the complainant, during the procedure, the trapezoid rx lithotripter basket was positioned within the common bile duct and engaged around a stone. However, during lithotripsy using the alliance handle, the stone failed to fragment and the tip would not detach from the basket. At this time, a pullwire within the sheath of the device broke. The stone was extracted from the common bile duct within the basket. The stone was dislodged from the basket within the duodenum. The basket was then closed and removed from the endoscope. The procedure was completed with this trapezoid rx lithotripter compatible basket device. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be fine.

Manufacturer narrative:
The device has been received for analysis. Upon completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4).

Event description:
It was reported to boston scientific corporation that a trapezoid rx lithotripter compatible basket was used during an ercp (endoscopic retrograde cholangiopancreatography) procedure performed on (B)(6) 2010. According to the complainant, during the procedure, the trapezoid rx lithotripter basket was positioned within the common bile duct and engaged around a stone. However, during lithotripsy using the alliance handle, the stone failed to fragment and the tip would not detach from the basket. At this time, a pullwire within the sheath of the device broke. The stone was extracted from the common bile duct within the basket. The stone was dislodged from the basket within the duodenum. The basket was then closed and removed from the endoscope. The procedure was completed with this trapezoid rx lithotripter compatible basket device. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be fine.